Manufacturer narrative:
Covidien reference number: (B)(4).

Event description:
It was reported that an 840 ventilator has a faulty display. Patient involvement information was not provided.

Manufacturer narrative:
(B)(4). Received information that the reported issue was due user error and the ventilator is operating.

Event description:
It was reported that the patient was not connected to the ventilator at the time of the event.